Manufacturer narrative:
Insulin pump was received with scratched case, pillowing keypad overlay, missing retainer ring, missing reservoir tube o-ring, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the reservoir connection. The transparent plastic guard and the o-rings were missing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.